Event description:
Customer reported to beckman coulter, inc. (Bec) that the wash concentrate bottle on the synchron cx delta clinical system (cx 9) was leaking. Customer reported that there was a fine crack on the container.customer reported that the container has been on the cx 9 for one week.bec customer technical specialist sent customer a replacement bottle of wash concentrate.there was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two different days. This MDR is related to MDR# 2050012-2011-07618.bec identifier for this complaint is (B)(4).